Manufacturer narrative:
Additional narrative: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2013 the patient underwent right knee arthrodesis is using eighteen-hole locking compression plate and one filament cage filled with stimulant pellets mixed with arrow.

Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after mixing the solution for one minute and leaving for two minutes per the technique guide, it solidified and did not come out of the cannula. The chronos inject was taken out of the syringe after breaking it due to injection failure of the solution. The surgeon had to open the fracture site and place the solution into the nonunion site. It was also reported that the graft could not be placed at the planned site due to inability to reach the intended site with an open procedure. There was a surgical delay of approximately one hour. The patient was discharged from the hospital. During a follow up it was reported that the patient is having active discharge from the operated site. This report is for 2 of 2 complaint (B)(4).